Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13a28038 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The patient treatment was not reported. It was not reported if the patient was recovering from the peritonitis. Pd therapy was ongoing. No additional information is available. This is report 4 of 4 for this event.

Manufacturer narrative:
(B)(4). Upon follow-up it was reported that the patient's stomach infection was peritonitis and was treated with unspecified antibiotics for the event. Should additional relevant information become available, a follow-up report will be submitted.